Event description:
We received a report that an zmb00 23.5 diopter intraocular lens was explanted from the patient's right eye after she experienced hazy, blurry, distorted vision, headaches and dizziness. The report indicated the symptoms were severe and constant. The iol was perfectly centered and the cornea was clear. The iol was exchanged for another lens on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed the iol was cut into pieces. Under magnification the lens can be identified as tecnis multifocal acrylic 1-piece intra ocular lens because of the presence of a diffractive ring pattern on the optic. The lens is contaminated and the optic is damaged with some scratches. The lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Manufacturing records were reviewed. The records were within specifications and there were no nonconformances noted. There was one deviation in the production order but it was determined not to be related to the complaint. All pertinent information available to the manufacturer has been submitted.